Event description:
It was reported the device was explanted and replaced, due to high thresholds. The thresholds were acceptable when measured through an analyzer but not through the device. The doctor questioned a possible header issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: no anomalies found it was reported the device was explanted and replaced, due to high thresholds. The thresholds were acceptable when measured through an analyzer but not through the device. The doctor questioned a possible header issue. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated measurements, inaccurate readings, unable to obtain high threshold.

Event description:
It was reported the device was explanted and replaced, due to high thresholds. The thresholds were acceptable when measured through an analyzer but not through the device. The doctor questioned a possible header issue. No patient complications have been reported as a result of this event.